Event description:
A customer received discrepant vancomycin results for one patient sample. Initial result gave 35.4 mg/l. Repeat testing was performed at another facility on (B) (6) 2010 on a beckman analyzer giving a result of 20.7 mg/l. The customer said the beckman vancomycin result correlates better with patients clinical situation. Initial result was reported. No information provided if patient was adversely affected. .

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.